Event description:
According to the reporter, after gastric bypass procedure, it was discovered overnight that the patient had 3 liters of blood in abdomen. The next day, the patient was sent back to operating room to repair bleed and remove blood and discovered bleed on lesser curve of stomach where the dissector was used to dissect. Between 250ccs and 500ccs of blood was lost, and blood transfusion was required. This event led to additional night of hospitalization. Bleeding was stopped and patient was sent home.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.